Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the x:208 and x:201 connectors of the mains power distribution unit (mpdu) lost power. To resolve the reported issue, the fse replaced mains power distribution unit (mpdu) assembly. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.